Event description:
Livanova deutschland received report regarding a heater cooler 3t system, showing the errors pump 1 is blocked (e07) and pump 3 uses too much power (e21). The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in columbus, united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.